Manufacturer narrative:
The reason for this revision surgery was to remedy pain and instability in knee after 3 years, 7 months, 15 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with part number 323-01-104. Ncmr # 14040 documents a non-conformance in the laser marking. It was stated, "laser marking doesn't meet engineering drawing- missing orientation." The rejected part was reworked and accepted. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with 2 of those having the same failure mode of stability, poor joint. This is the first complaint against this lot number. It was reported that the patient had multiple falls and hence this could possibly be attributed as a primary root cause. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient complaining of pain and instability. They have had multiple falls.